Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 223 mg/dl and the sensor glucose was 48 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 175 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. The customer woke up with a low sensor glucose 48 mg/dl and was treated with carbohydrates and drink. The customer also received calibration not accepted, blood glucose not received, change sensor, suspend on low issues. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 69 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened sensor and performed visual inspection and found contact pad to be damaged . Unable to confirm customer received sensor in said condition due to customer returned opened/used.